Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. In addition, it was reported that evidence of moisture ingress was observed inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a pump reboot following a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, no evidence of moisture ingress was found. During testing, the pump powered on properly with the returned battery cap. The pump was exercised for 24 hours with no duplicated power issue. A leak test was performed and failed due to a leak at the battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.